Manufacturer narrative:
H10:the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot # - an unspecified lot number related to device recall fa-2023-003. F2: uf / importer report number - mw5120158 and mw5120157. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was not hospitalized for the peritonitis event. At the time of the peritonitis event the patient was using the minicaps from the recalled batches; however, the patient did not mention any issues with minicaps. The cause of the peritonitis was unknown. On an unspecified date, the patient was treated with unspecified antibiotics for peritonitis. At the time of this report, the patient outcome and the action taken with pd therapy was not reported. No additional information is available.